Manufacturer narrative:
Analysis of the extension (serial no. (B)(4)) found the extension body was broken less than 5 cm from the proximal end. Conclusion code updated. Result codes updated. Method code updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The extension was returned. Concomitant medical products: product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 11/23/2019, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor. It was reported that during ins replacement, the extension was also replaced at the same time because there were high impedances on all electrode combinations involving #2 and 3 and high impedance on c/0. The physician suspected extension fracture. Contact 2 was used in programming. There were no particular external factors contributing to the issue. The issue was not resolved by repeating measurement of impedances. Replacing the extension resolved the issue. No patient symptoms/complications were reported.